Event description:
Using shaver, after a few minutes of shaving the meniscus, it was noted that there were metal shavings coming off the shaver into the patient's knee. New device was used to remove metal shavings from the field and field was flushed.